Event description:
It was reported that on literature review "midterm outcomes after revision posterior cruciate ligament reconstruction with a single-bundle transtibial autograft"; 1 patient had a grade 2 patellofemoral arthritis intraoperatively during a revision pcl reconstruction procedure using a biosure interference screw. It is unknown how was the patient treated. The patient's outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.